Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed that on (B)(6) 2010 at 10:43:39, the device recorded a write to locked ram por (power on reset). The por was due to a lia (lead integrity alert) ramware interaction with the detected ecc (error checking correction).

Event description:
It was reported that an electrical reset occurred. The device is still in use. No patient complications have been reported as a result of this event.